Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting around an hour delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer shut down medstation and released all pockets from aux 3.1 and 3.2. Reseated row board cables to resolve the issue. The system functioned as intended after field service engineer troubleshot the device.